Event description:
Pt had undergone diagnostic cardiac cath via right femoral artery and an angioseal device was used to seal the arteriotomy site. Later the same evening, the pt began experiencing symptoms of leg ischemia and ultimately was diagnosed with a thrombosis of the right femoral artery. At surgery, the angioseal device's anchor was shown to have pulled through the arteriotomy site with resulting damage to the arterial intima -i.e., dissection. The artery was successfully repaired surgically and the patient thus far is recuperating uneventfully.